Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dislodgment of the valve occurred as tension was removed from the delivery catheter system (dcs) and the nose cone was raised. Per the medtronic employee, the delivery catheter system (dcs) did not interact or cause the valve dislodgement and the valve did not dislodge upon release from the dcs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, after the valve was fully deployed and released, tension was taken off the guidewire, causing the valve to dislodge. The valve had to be snared because it was occluding the left coronary artery. A second valve was implanted. A longer procedure time was required.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, after the valve was fully deployed and released, tension was taken off the guidewire, causing the valve to dislodge. The valve had to be snared because it was occluding the left coronary artery. A second valve was implanted. A longer procedure time was required. Additional information was received that a pre-implant balloon dilation was not performed. The deployment starting point was just above distal portion of the pigtail catheter. Prior to valve dislodgement, the implant depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). The dislodgment was aortic and occurred as tension was removed from delivery catheter system (dcs) nosecone. The patient's moderate calcification was a contributing factor to the dislodgement.